Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Customer declined further troubleshooting for the issue with Tandem Technical Support, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.